Manufacturer narrative:
One used and four unused samples were received for evaluation. Visual and functional testing found no defects or discrepancies. The reported failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there are 3 high-pressure cassettes within 2 weeks. The alarm stopped after a cassette change. Unknown of any adverse patient effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.